Event description:
Dealer advised control module has a major delay. Dealer advised there is about a ten second delay once enduser presses head on ray. Dealer could not provide any further information.